Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -10.50/+2.5/092 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was the device.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -10.5/+2.5/92 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged with the same model and power, shorter length and the problem was resolved. The reporter indicated the cause of the event was the device. Cause details provided: "wrong size". Claim# (B)(4).